Event description:
The reporter stated that surgeon was inserting a toric silicone single piece lens model aa4203tl and the lens tore. Removed the lens without enlarging the incision and put in another model lens. The reporter stated that they switched injectors and no further problems. No patient injury.

Manufacturer narrative:
The product pertaining to this claim was not returned for evaluation, however; the lens was received and a visual inspection shows a portion of a plate haptic is torn off and missing. There is a tear in the optic. There is clear surgical residue on the lens. It should be noted that the cartridge was not returned for evaluation.